Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced a high blood glucose level was 350 mg/dl. The current blood glucose was 160 mg/dl. Customer was hospitalized because of diabetic ketoacidosis. Troubleshooting was performed. The product will not return for the analysis.